Manufacturer narrative:
(B)(4). Device is combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-09870. It was reported via literature that myocardial infarction and in-stent restenosis occurred. The patient underwent elective percutaneous coronary intervention of the left main coronary artery (lmca) and the left anterior descending artery (lad) using 2 overlapping promus premier stents. A 3.5x32mm promus premier was deployed in the lmca/lad and a 2.5x32mm promus premier was deployed in the lad. The stents were post dilated using a 4.0mm non-compliant high pressure balloon with good angiographic result. Five months later the patient was admitted to the hospital with non-st segment elevation myocardial infarction. Coronary angiograph revealed critical in-stent restenosis in the calcified lmca with diffuse non-significant changes in the lad, circumflex and right coronary artery. During angiography severe chest pain and hemodynamic instability occurred. Immediate in-stent balloon angioplasty was performed using 3.0x15mm and 3.5x15mm balloons inflated to 10atm, enough to improve the flow in the left coronary artery and with clinical stability. Ivus performed in the lmca showed separation of struts on one side of the stent circumference. A non-bsc stent size 3.5x14mm was deployed with post dilation using a 4.0x8mm non-compliant balloon with a good final result.